Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge to reprocess the subject scope. Based on the investigations, insufficient reprocessing due to the glue condition cannot be ruled out as a contributory factory of the reported positive scope culture.

Manufacturer narrative:
The scope was returned to the service center, forwarded to an independent laboratory for sterilization and then returned for service/repairs to have the biopsy and suction cylinder/channels replaced. Due to destructive sampling testing that was performed (the distal end cover cover, bending section cover, distal end elevator wire and forceps raiser were disassembled) further device analysis could not be performed. The asset scope will be returned to inventory. The cause of the reported positive culture cannot be determined as the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
An endoscopy support specialist (ess) visited the facility and observed the all technicians perform reprocessing of the tjf 180 & tjf 160vf scopes. The ess discussed brushing the distal end and using all recommended brushes. All steps were followed by the reprocessing technicians. The scope was sent to an external expert for destructive sample testing. The external experts provided the results and the summary of the report is the following: the destructive sampling identified sphingomonas paucimobilis that is categorized as high concern organisms. The reported enterococcus faecium and candida glabrata was not identified. Additionally, the external expert noted during destructive sampling: bleaching of the glue around the objective lens. Surplus of glue around the objective lens, the light guide lens and the air/ water nozzle. Presence of a hole at the glue around the air/ water nozzle. Presence of oxidation at the distal end body near the nozzle. The cause of the reported positive culture cannot be determined as the investigation is ongoing.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. As part of the post market surveillance study, and olympus engineer was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sampled from the scope. The following deviations were noted during the audit: someone was entering or leaving the sampling room. Someone was working in the sampling room. Olympus engineer instructed the appropriate technique to the sampling staff. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Event description:
Olympus was informed about a pms result as follows. The sample for (B)(6) tested positive for enterococcus faecium and candida glabrata classified as high concern. Please see attachment for more details.